Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure. It was reported that the patient had undesired myopia, astigmatism, and blurred vision. No suture and no vitrectomy were reported. There was an enlarged incision. No patient injury was reported.

Manufacturer narrative:
The manufacturing record review was performed. There were no non conformances with respect to the final product release process. The production order was not produced under deviation. There were no process and / or material changes within the production order number. There were no non conformances with respect to the sterilization process. The in-line optical inspection data showed that the lens was within power specification. There were no associated nonconformity material reports. There were no associated nonconformity reports or deviations. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection of the returned sample showed the lens was received in one piece. Dust particles were observed on the sample. Visual inspection of the returned sample did not show any nonconformances. The lens condition is consistent with a lens that was explanted from the patient's eye. The information does not indicate any relationship of the complaint with the iol design or manufacturing. All pertinent information available to abbott medical optics has been submitted.